Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated all channels were cultured and more than 80 colony forming units (cfus)/endoscope of pseudomonas aeruginosa was identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided response to information request regarding cleaning, disinfection and sterilization of the scope. There was no suspected patient infection. There have been no deviations or deficiencies or concerns in the reprocessing process followed onsite. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. After the results are obtained, the device will be evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation findings. The returned device was evaluated and there were few findings. The insulation of the distal end cover was less than threshold value. The light guide rod lens was cracked. The adhesive of the bending section cover, insertion tube and protector was damaged. The scope cover, air/water cylinder, suction cylinder had a scratch. The light guide tube was damaged. The plug unit had a crack. The ceiling plate had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted for additional information obtained regarding microbiological testing of the returned device. Please see update to h10. As part of microbiological testing of the device by an independent laboratory, all channels were sampled and one (1) colony forming unit (cfu) per endoscope of gram-positive bacteria was identified. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for information received from customer which was not submitted as part of initial report. The scope has not been in washer-disinfector since returning from repair on 05-may-2023. During its sampling (following its return from repair), the scope came back in "alert" level for microorganism and then three times in "action" level for microorganism and hence the scope is sent back to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.